Manufacturer narrative:
The device was not returned for evaluation. Batch record review showed that all testing results are within specification. No similar complaints have been received for this lot. Retention samples of this batch were tested and all results conformed to the specifications for the tested parameters. Returned unopened samples were tested and all results conformed to the specifications for the tested parameters. Additional info was requested 09/29/2010 and 10/01/2010 by phone. (B)(4).

Event description:
A pharmacist reported surgeon noted particles in four patients eyes, with the aid of a microscope, after product instillation. There was no patient harm. Additional information has been requested.